Event description:
Additional information received reported that the patient had another pump revision due to another pump pocket issue. Reporter initially stated that the pump was protruding out of the patient's body again, 'for the 4th time', starting about one month prior to the report date. Reporter stated that pump pocket issues had been happening about once a year. It was later reported that the patient had a blister formed on the skin, which was a description of the previously reported event. The same blister issue occurred again, and the pump was subsequently replaced again on (B)(6) 2012. There was no infection, so the pump was just 'moved to the opposite side'. It was unclear why the pump was replaced in addition to the pocket revision. No troubleshooting was done. Following the revision, the patient 'was doing fine with no withdrawal'. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced erosion. The cause of the event was reported as pump wound dehiscence. A wound revision surgery was performed. The patient was hospitalized due to the event. The patient outcome was reported as recovered without sequelae. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709sc serial#(B)(4) implanted: (B)(6) 2009 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).